Manufacturer narrative:
Osseointegration problems in endosseous dental implants during the healing phase is a known inherent risk of dental implant treatment. In 2014 chrcanovic performed a review for implant failure analyzing articles from 2004 to 2014 the author declared that: "we do not know why some implants fail primarily but fortunately the frequency of such failures is small, in the range of 1-2% in most clinical reports. Thus, it can be seen that the percentage of non-osseointegrated implants that s.i.n. Was aware of is below the probability predicted in clinical literature of 1-2% of products.

Event description:
The clinician reports that the dental implant failed to the osseointegrate. The device was returned to the manufacturer.